Manufacturer narrative:
Investigation summary: one sample was returned by our quality team for evaluation. The sample was subjected to plunger breakout and sustaining force test and was within specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using a bd 3ml luer-lok¿ tip syringe the plunger was difficult to move. This occurred on 30 occasions. There was no report of patient impact. The following information was provided by the initial reporter: consultant performing joint injections both in private and public hospitals, a complaint about the performance of the 3ml syringe. The plunger is not moving easily. This is a big hazard as he has to use more "force" to inject. This could potentially cause that the injection site will be missed or injury to nerves.